Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES was offline and down. The customer reported that there was a delay in patient care.As part of the investigation, it was determined that the failure was attributed to thermal damage observed on both received ASSY RETRACTOR DWR HH CUBIE assemblies due to cross continuity between the internal copper strands, which caused overheating and potential communication issues with the PCBA DWR CNTLR. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional Information: Section H Manufacturer Narrative, IMDRF Annex codes, section B Describe Event or Problem, Section D Device Available for Evaluation and Returned to Manufacturer. PART ANALYSIS: The reported condition of Station offline and down as confirmed by Field Service Engineer (FSE) and subsequently confirmed in the DCHU testing and inspection process. The device was initially evaluated by the BD FSE under WO (b)(4). Upon initial inspection, the HH drawer was in a failed state. The FSE replaced both PCBA DWR CNTLR, the PCBA PMC HH, and both ASSY RETRACTOR DWR HH CUBIE. Performed HTA functional testing, with successful results and no issue remaining on the equipment. During DCHU Visual Inspection: P/N 151630-01: The part was received with no signs of physical damage, missing components or fluid ingress. P/N 151622-01: The parts were received with no signs of physical damage, missing components or fluid ingress. P/N 353844-01: The parts were received with signs of physical damage as dark marks. Closer inspection using a manual microscope detected evidence of thermal damage as overheating on copper strands of both flat flex cables. During DCHU Testing: P/N 151630-01: DMM and HTA testing determined a properly functional part. P/N 151622-01: S/N (b)(6): DMM testing determined damaged components between TP505-TP502 and TP501-TP503. S/N (b)(6): DMM and HTA testing determined proper functionality. P/N 353844-01: Since thermal damage was detected on both assemblies upon visual inspection, no testing is to be performed. The device was in use for treatment purposes as intended per 21 CFR 820.198(d). ROOT CAUSE: The root cause of the reported complaint is the thermal events present on both received ASSY RETRACTOR DWR HH CUBIE, due to cross continuity on the internal copper strands, which caused overheating and potential communication issues with the PCBA DWR CNTLR v1.10/v1 (S/N (b)(6)).

Manufacturer narrative:
A REVIEW OF THE COMPLAINT HISTORY FOR SN (B)(6)WAS PERFORMED IN SALESFORCE WHICH DID NOT LOCATE SIMILAR COMPLAINT(S) WITH THE SAME FAILURE MODE FOR THIS SERIAL NUMBER. A REVIEW OF THE DEVICE HISTORY RECORD FOR SN (B)(6)WAS PERFORMED FROM THE DATE OF MANUFACTURE, 06-JUN-2017 AND CONFIRMED THAT THIS DEVICE WAS NOT PREVIOUSLY RETURNED FOR SERVICING AND THERE WERE NO PRODUCTION FAILURES WHICH CORRELATES TO THE CUSTOMER REPORTED ISSUE. UPON INVESTIGATION OF THE ACTUAL DEVICE OF THIS INCIDENT, IT WAS DETERMINED THAT THE HALF HEIGHT DRAWER FAILED. A FIELD SERVICE ENGINEER (FSE) REPLACED DRAWER CONTROLLER BOARD, PYXIS MODULE CONTROLLER (PMC) BOARD, AND RETRACTOR BANDS TO RESOLVE THE ISSUE. THE SYSTEM FUNCTIONED AS INTENDED AFTER THE FIELD SERVICE ENGINEER REPAIRED THE DEVICE.

Event description:
IT WAS REPORTED THAT WHEN USING THE BD PYXIS¿ MEDSTATION¿ ES WAS OFFLINE AND DOWN. THE CUSTOMER REPORTED THAT THERE WAS A DELAY IN PATIENT CARE. THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.